Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th, 16th, 17th, 18th ,19th and 20th distal stent wraps with struts raised and overlapping. No deformation was evident to the distal tip. The inner lumen patency was verified. Kinks were visible on the distal shaft at 17cm and 21cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent device to treat a mildly tortuous, mildly calcified lesion with 90% stenosis in the distal right coronary artery. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It is reported that the physician removed the stent when resistance was encountered and noted that the struts were deformed in the mid section of the stent. The physician then pre-dilated again with a larger balloon and successfully deployed another resolute integrity stent of the same size. No patient injury is reported.

Manufacturer narrative:
Image review: review of the procedural images confirm the presence of a tight lesion in the rca vessel. The images capture delivery and deployment of a stent at the lesion site. There are no images capturing the attempted delivery and subsequent withdrawal of the resolute integrity device. If information is provided in the future, a supplemental report will be issued.